Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for an unrelated procedure. The day after the procedure, it was noted that the patient's implantable cardioverter defibrillator was unable to be interrogated. The clinician attempted to use two other programmers with no success. Interrogation was successful after moving the telemetry box. On (B)(6) 2019, interrogation via radio frequency telemetry was unsuccessful. A firmware download was performed, and radio frequency telemetry was restored. The patient was stable.